Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. It was noted that the device failed to charge sosd. Programming changes were performed. The patient was in stable condition.